Event description:
A report was received from the patient who stated she had an unsuccessful paddle lead implant procedure due to inadequate space for the lead. No device was implanted, however, after waking from anesthesia following the procedure, she had the feeling in her hands, arms, and neck that someone poured gasoline on her. She also stated she was paralyzed from the waist up. She reported that the physician told her there was nothing she could do. The patient is doing much better now, however, still feels some of the symptoms.